Event description:
The local distributor reported to maquet that a spring arm broke during a surgical intervention. The cupola was held to the spring arm by its cable. No injuries were reported. (B)(4).